Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed high voltage (hv) detected on leads during interrogation. The message was cleared. Two manual capacitor reforms were completed. The first was done successfully, however on the second a hv on lead message was displayed. A guidant technical services representative recommended replacement.